Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as based off the area code. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use there was issue of under-filling with a bd kit urin cup plc 16x100 10.0 ua yel. The following information was provided by the initial reporter: it is reported customer was experiencing difficulty using and/or under-filling of vacutainer in urine collection kit sent by customer¿s insurance company.